Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Discarded.

Event description:
It was reported that during an ulnar collateral ligament repair procedure for the thumb on (B)(6) 2016, the anchor did not hold and pulled out. Another hole was drilled and a competitor anchor was used to complete the procedure without delay.